Manufacturer narrative:
A review of the black box indicated that on (B)(6) 2016 at 08:20 blank basal program 2 was activated and the pump ran on this basal program until the end of use. A review of the pump histories indicated that bolus totals in the bolus history were consistent with the bolus totals in the total daily dose (tdd) history at the time of the reported issue. A 10unit normal bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump histories; the tdd history correctly showed 20.0units. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues occurring. No delivery interruptions or errors, alarms, or warnings occurred during investigation. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevate blood glucose (bg) of 339mg/dl with blurred vision, dizziness, and symptoms of dehydration. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter stated that recent adjustments were made to the bolus settings. During troubleshooting, it was noted that the bolus totals in the total daily dose history did not match the bolus totals in the bolus history. This complaint is being reporter based on the allegation that the patient experienced hyperglycemia associated with an alleged bolus history discrepancy.